Event description:
Evaluation summary: the distal tip was flared. The 1st five proximal stent segments were overlapping and deformed with a number of struts raised. The tip of the guideliner was damaged.

Manufacturer narrative:
Evaluation conclusions: operational context contributed to event (root cause of the reported event was most likely related to the guideliner device).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent , however, difficulty was encountered with the stent and the guide liner, resulting in stent strut damage. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: inherent risk of procedure-stent deformation. Related to another device-stent damage appears to be related to the guide liner device. No results available since no evaluation performed- device or procedural images not provided for review. (B)(4).